Event description:
It was reported that when using the pyxis medstation es system, had a station currently unavailable for service. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a station communication malfunction. A technical support specialist assisted the customer by providing information about the service and deactivating the out-of-service option to address the problem. The system functioned as intended after the technical support specialist verified the device.